Event description:
Allegedly, patient had the first surgery on (B)(6) 2014, then after 2 years develop an infection on the right implant and also developed a pseudotumor on his right hip so that had a revision surgery on (B)(6) 2016.

Manufacturer narrative:
See investigation attached.